Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the ubc not powering on was confirmed. The returned ubc (serial number (B)(4)) was received at the european distribution center, and the ubc was unable to power on upon arrival. The ubc was opened, and water/burn damage was observed across several components on the main pcb. The main pcb was replaced with a new component, and then the ubc was able to power on and was functionally tested. The serviced and repaired ubc was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to have been fluid damage within the ubcs housing; however, the root cause of the observed fluid damage was unable to be determined. The heartmate 3 patient handbook instructs the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause it to fail in operations or may cause an electric shock. The heartmate universal battery charger IFU instructs users to never allow liquid to enter the interior of devices, and to keep the ubc away from liquid as much as possible. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the ubc, serial number (B)(4)., showed the device was manufactured in accordance with manufacturing and qa specifications. The ubc was shipped to the customer on 09dec2009. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger does not start anymore.